Manufacturer narrative:
D10 concomitants: (B)(6) 320-08-38 - glenosphere exp 38mm +4mm offset (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6) 321-52-07 - 3.2mm drill bit sterile (B)(6) 322-10-00 - humeral adapter tray, +0 (B)(6) 322-38-03 - 145-deg pe 38mm hum liner +2.5. Description summary: related case: (B)(4). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right shoulder replacement was revised approximately 4 months post operation due to dislocation. The patient dislocated 4 months after previous revision surgery (1038671-2025-01745). Upon inspection of the joint and soft tissues, the surgeon decided to remove all implants and size up from a 38-42. He then implanted a new superior augmented baseplate and all new compression screws (34mm, 42mm, 18mm, 34mm), a 42 expanded glenosphere and locking screw, +0mm, 42mm constrained humeral liner, +0mm humeral tray, torques defining screw kit and a 13mm standard humeral stem. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h1, g3. H6. H11 MDR section codes updated/corrected: b, c, d the cause of the patient¿s shoulder dislocation and subsequent revision cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. The devices were not returned for evaluation, but a radiograph was provided. The image appears consistent with a dislocated shoulder. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.